Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4). Device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated a catheter restriction alarm that only lasted two seconds. Approximately two and a half hours later, the iabp generated a "system failure" alarm. The patient was noted to be in bed sleeping. Blood was noticed in the helium tubing. The iab was suspected to have ruptured as evidence by blood visualized in the catheter external to the patient following the catheter fully to the console causing the iabp to cease inflating and created a constant alarm. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no patient harm or adverse event reported

Manufacturer narrative:
Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.